Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2009 with predilatation performed prior to stenting. A xience v stent was deployed in the proximal lad and a dissection occurred. There was haziness noted at the stent margin suggestive of strut disruption. Another company's stent was directly deployed across the osteo-proximal left main overlapping. Manual compression was used for closure at the end of the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. The patient effect of dissection is listed in the xience IFU as a known potential adverse event associated with coronary stenting. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There was no report of any product malfunction at the time of the stent implantation and the dissection was successfully treated with another stent. A definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.